Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at lcd window corners and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.